Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2009; dtba1d1 ICD implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had over-sensing. Reprogramming was done, which was unsuccessful. The rv lead was explanted via laser extraction and replaced. During the replacement procedure, the left ventricular (lv) lead insulation was partially breached. It was noted that the lead remained electrically intact and a medical adhesive was used on the affected area. The lv lead remains in use. No patient complications have been reported as a result of this event.